Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt stated that the cassette leak was internal on the pumps and pt noticed the leak at the end of treatment. Prophylactic antibiotics were administered as a precaution. Pt had no ill effects. Sample is available.